Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Event description:
Medical hx: umbilical hernia. Surgical hx: incisional hernia repair with implantation of mesh ((B)(6) 2010), cholecystectomy ((B)(6) 2013), mastectomy ((B)(6) 2012).

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2005 due to urinary retention. It was also reported that the patient underwent cystoscopy and urethrolysis on (B)(6) 2005 due to urethral obstruction. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency and urinary tract infection.

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.